Event description:
Rptr stated that user reported that unit was overfilling. He based this on a volumetric test where he programmed individual stations to pump 100 ml sterile water into an empty bag and then transferred the water to a 100 ml graduated cylinder. He did this for 3 stations and all pumped approx. 112 ml. No pt involvement, the unit was sent to the MFR for evaluation.